Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported by the affiliate that during a lar procedure, the device was used for the distal line of transection in an lar (2cm above dentate line). The device was positioned, and fired without issue and specimen removed. The proximal staple line was intact. The surgeon then inspected the staple line transanally using his finger, which seemed ok. An eea was then introduced to perform the anastomosis, and the gun moved up to the staple line. The spike of the device advanced through the rectal stump to the side of the staple line. With minor movement, the staple line then 'dissolved' around the eea. An hour was spent attempting to rectify the situation with a purse string on the rectal stump, but was not able to complete the procedure, and the patient was given a colostomy, which may be permanent. The procedure was prolonged 60 minutes. Device will be returned.